Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device requested, not yet received.

Event description:
During a total knee arthroplasty, the spike on the validation tool disassociated from the body of the instrument as the instrument was being removed from the patient. The spike did not fall into the patient and the procedure was completed without delay.

Manufacturer narrative:
(B)(4). Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Visual inspection confirmed the reported condition. One drive pin is broken and no longer captured in the tool. The breakage is at the site of the weld between the drive pin head and shaft. Both parts were returned with the validation tool and show no other unusual damage, including bending or signs of pin interference. A conclusive root cause of the event could not be determined with the information provided. There are warnings in the package insert that state that this type of event can occur: under equipment inventory and cleaning/sterilization methods, "do not apply excessive force to the instruments as this may cause deformation or breakage."